Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was dropped causing display screen to crack and go black. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. Customer did not have insulin pump at the time of call due to being at work and customer also mentioned of being disconnected from insulin pump for four days. Customer would call back to discuss insulin pump replacement.